Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The lancet of the multiclix was not retracted and extended beyond the end of the correctly positioned protective end cap of the device. No adverse event occurred. Multiclix requested for further investigation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.